Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces; unable to perform the displacement test due to no button response. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump had an unresponsive act button. The caller stated that the issue was not resolved by a battery change. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.